Event description:
The patient was in a car accident. Afterward, he felt painful shocking and jolting in his neck and at the lead-extension connection area. The patient was seen in the emergency room. He was informed that the staff there could not help with his implantable neurostimulator. The patient had just moved and didn't have a physician. The field representative was notified and an appointment was made with a device-managing hcp. Device registration system reveals that 2 leads were explanted. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.